Event description:
It was reported that the user experienced elevated glucose readings with a peak of 366 mg/dl after changing ilet supplies and was advised to replace the teflon inset 6 mm, 23 in infusion set; the user removed the site, observed no issues, and elected to manage independently. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set issue. It was concluded that the event was hyperglycemia with an unclear cause and the device was not confirmed to have malfunctioned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.